Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported damage to the freedom ac power supply on the plastic connector with the sleeve that connects to the freedom power adaptor. The freedom ac power supply was returned to syncardia for evaluation. Visual inspection of the ac power supply's exterior components revealed the cover that fits over the tip that connects to the freedom power adaptor was missing and the connector was damaged. Additionally, the ac power cable had a broken strain relief. The reported issue that the ac power supply connector was broken was verified during visual inspection. However, root cause of the damage is unknown. Despite the damaged connector, the ac power supply passed all functional testing, which included the ability to provide power to a freedom driver for at least one (1) minute. This failure mode poses a low patient risk because the freedom ac power supply would not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver is equipped with redundant power sources, including multiple rechargeable freedom onboard batteries and an external battery charger. The patient was provided with a replacement ac power supply, and there was no reported patient impact. The freedom ac power supply was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom ac power supply isa component that enables the freedom driver to be plugged into an external power source. The customer reported damage to the freedom ac power supply on the plastic connector with the sleeve that connects to the freedom power adaptor. The customer also reported that he was unable to obtain the freedom ac power supply serial number from the patient. The customer will supply the serial number when he obtains the freedom ac power supply. This alleged failure mode poses a low risk to a patient because it would not prevent the freedom driver from performing its life sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation and freedom ac power supply serial number will be provided in a supplemental MDR.